Event description:
A review of programming history was conducted and systems diagnostic results indicating high impedance were obtained for this pt. Attempts for further info have been unsuccessful to date.